Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data investigation confirmed a pairing failure due to a failed transmitter error. The root cause of the pairing failure was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed finding a pairing failure and a failed transmitter error. The allegation was confirmed. The root cause was determined to be a failed transmitter error.